Event description:
A user facility reported that following intraocular lens (iol) implant surgery, a pt's iol decentered due to his eye anatomy. The iol was removed and replead in a second surgery. Add'l info was requested and received. The surgeon reported the pt also experienced halos superiorly as well as poor near acuity. He reported the outcome of the event for the pt as "excellent".

Manufacturer narrative:
Lens was torn/split/cracked into two pieces (possibly cut). Each lens half was dimensionally evaluated using an approved template. Each lens half was acceptable dimensionally; however, one haptic was rejectable visibly for cosmetics. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested via phone on 07/24/2008 and 08/07/2008 and via fax and mail on 07/25/2008. A completed questionnaire was received.